Event description:
It was reported that a patient reused single-use supplies during fill one of peritoneal dialysis therapy. The patient also failed to follow therapy steps in that she was connected in fill one, started pressing buttons and, while still connected, started priming the device using supplies that were previously used. The technical service representative reviewed proper procedure. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient started priming the device with previously used supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv and instructs the user to connect yourself only when connect yourself appears on the display screen. The guide also instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.